Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte' 2.75x20mm bare metal stent to the 90% stenosed lesion located in the calcified, moderately tortuous left circumflex (lcx) artery, but was unable to cross the lesion. The physician then attempted to retrieve the stent into the guide catheter, but resistance was met at the tip of the guide catheter. Eventually, they were able to retrieve the liberte' into the guide catheter and withdraw it from the pt. Upon removal of the stent delivery sys (sds), it was noted that the proximal edge of the stent was lifted. The procedure was completed with another liberte' stent, same size. No pt injuries or complications were reported.